Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 250 mg/dl and a correction bolus was delivered to address the bg level. The contact declined to troubleshoot due to the customer successfully delivering a correction bolus during the call. The contact reported that the customer was to use manual injections for insulin therapy.